Event description:
It was reported that the patient's audiologist contacted med-el corp regarding rising impedances across the electrode array and two channels with hi's. A review of previous testing revealed a stable ground path impedance (2.25) and confirmed that impedances have increased over the last three recordings. Initially all impedances were within normal limits, then an increase with one hi, and now at today's appointment, a second hi was observed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.